Event description:
Reporter alleges the pt had pain and a transflap was performed. Explantation of left breast due to pain. It appears the pt had capsular contracture.

Manufacturer narrative:
D7 - original call report shows patient received her implant on march 4, 1991; however, the user facility report states the implant date was april 3, 1991. Methods: weight measurement. Results: slight amber color. Voids in gel. Weight measurement. Intact with full shell integrity. Conclusions: color within specifications. Weight within specification limits.